Event description:
A malfunction was reported by the customer, specifically displaying malfunction code 13. The customer's blood glucose level was reported at 400 mg/dl, indicating no adverse impact as it did not exceed 500 mg/dl. To address the issue, technical support decided to replace the pump and provided the customer with necessary instructions for handling the current pump and the steps to follow when receiving the replacement. The customer understood and acknowledged these instructions.